Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. The issue was found during the procedure, so the device was quickly swapped out with a similar device and the procedure was completed. There were no reports of patient harm.